Manufacturer narrative:
(B)(4). The investigational analysis has been completed. Upon receipt of the catheter, it was inspected and white crystals were found inside the pebax. The white crystals were analyzed in order to verify the chemical composition. Eds results showed that the sample analyzed presented elemental distribution of carbon, oxygen, sodium, and chlorine. The presence of chlorine and sodium can suggests that dry residues of saline solution may have generated the foreign matter found on the catheter tip. Additionally spectrum electro magnetic (sem) analysis was performed and results showed evidence of mechanical damage on the dome material and electrodes. Also pebax material presented evidence of scratch marks and rupture. It is very likely that the unknown object is what caused the mechanical damage on the dome, rings and pebax. Per the reported complaint, the catheter was tested for deflection and passed specifications. The device history record (DHR) was reviewed and no anomalies were found. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Customer complaint cannot be confirmed. An internal corrective action has been opened to investigate the damaged pebax on smart touch.

Event description:
It was reported that a patient underwent a procedure with a smart touch bidirectional catheter and during the biosense webster assessment of the returned catheter, it was found that there was a rupture on the pebax. Originally it was reported that during use on the patient, they could not make the curve on the catheter. There was no physical damage observed on the catheter. They replaced the catheter and the procedure was completed with no patient consequence. Since the catheter was unable to deflect, the user will not be able to use the device and will have to replace it. The most likely consequence is an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. Therefore, this issue was assessed as not reportable. The biosense webster failure analysis lab received the catheter and noted on july 17, 2015 that the clear sensor sleeve (pebax) had "white crystals, likely dried saline" inside it with no sign of damage to sleeve. This finding was assessed as not reportable as there was no discovered damage to the pebax integrity. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster failure analysis lab noted during additional analysis on september 4, 2015, that the spectrum electro magnetic (sem) analysis results reflected evidence of mechanical damage on the dome material and electrodes. Also the pebax material presented evidence of scratch marks and rupture. This sem analysis reflecting the rupture of the pebax has been assessed as a reportable malfunction since there is a loss of integrity. Therefore, the awareness date for this issue was september 4, 2015.